Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound. However, a speaker malfunction message is present on the piic. Corrosion was identified inside device and on the speaker. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to damage caused by corrosion.